Event description:
It was reported that the patient presented in clinic. Device interrogation revealed inappropriate pacing due to under sensing of the pacemaker. Programming changes were done to resolve the issue. The patient condition was stable.